Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 258 mg/dl. Customer has treated with insulin pump. Customer experiencing dry mouth and headache. The blood glucose reading at the time of the event was 525 mg/dl. Customer had high blood glucose and heart attack. Customer stated that the blood glucose would not go down. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.